Event description:
Hcp reported "infection". The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.

Event description:
Hcp reported "infection." The device was explanted but not returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.